Event description:
The facility reported a colleague infusion pump with a malfunction of "have replaced the batteries 3x in the last couple months." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the batteries having to be replaced three times in the last couple of months was confirmed by baxter personnel in the pump's event history by identifying multiple depleted battery alerts, which if not addressed, can cause a damaged battery. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.